Event description:
Additional information received. Indicated, the device was later reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, the device exhibited episodes of inappropriate magnet response. Abbott technical support was contacted, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.